Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (aviva expert) ¿ serial number ¿ unknown - (system 2), is related to case with patient identifier (B)(4) (aviva expert) - serial number ¿ (B)(4) - (system 1).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 4.6 mmol/l and 24.3 (system 1) and 23.2 mmol/l (system 2). No adverse event reported. Test strips were discarded; no product will be returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.